Event description:
It was reported that during an unknown procedure the device could not apply the clip successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4)= clip jammed, jaw misaligned, scissored clip. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. What type of procedure was device used on? How was case completed? The analysis results of the er420 device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 5 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The remaining clips could not be fed. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, 1 clip was noted to be overstacked in the clip track jamming the firing mechanism. Three clips were found in the clip track. No further functional test could be performed due to the returned condition of the device. It could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.